Manufacturer narrative:
Sections with additional information as of 05-aug-2020: h10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 16-jun-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 219, 222, 200, 168 and 210 mg/dl. The customer¿s expected am fasting blood glucose test result range is 108-130 mg/dl and pm expected blood glucose test result range is 160-165 mg/dl. The customer was not using proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 219 mg/dl and 235 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/26/2020 and open vial date is 05/21/2020. The meter memory was reviewed for previous test result history: (B)(6).